Event description:
It was reported that occlusion alarms occurred. There was no reported impact to the customer¿s blood glucose level. The customer declined additional troubleshooting for the issue, and the case was documented and closed by technical support with no further action required.